Manufacturer narrative:
Verified the technician¿s finding that the unit powered itself off twice in biotech mode. The unit was powered up on and a low battery message was displayed. Ac power was connected and unit was observed to charge. The unit was observed to go into the vtbd menu and cycle through the thousands values. It was found that pressure on the overlay could briefly stop the cycling. The overlay was inspected and it was found that the dome on soft key two was stuck in a pressed position, causing a button press and stuck button effect. The unit was powered into biotech mode and was observed to turn itself off. Pressing the second soft key in biotech mode powers down the device. A test overlay was connected. The unit was powered into biotech mode. The unit did not power off. Power cycled unit into operation mode. No involuntary key presses were observed. The label on the overlay shows a date of (B)(6)2013. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to service with no specific issue reported. Upon triage on (B)(6) 2018 the service technician found that the unit powers down on its own.